Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log file. The reported event of the mobile power unit (mpu) being dropped in water was not confirmed as no product was returned for evaluation and no photos were submitted for review. The log file contained approximately 3 days of data (30 jul 2023 ¿ 02 aug 2023 per the timestamp). The log file captured low voltage hazard and power cable disconnect alarms while connected to the mobile power unit (mpu) on 01 aug 2023 from 9:30:20 to 9:30:24 due to the voltage on both power cables dropping. The alarms resolved due to the voltages returning to their appropriate levels. The system controller backup battery activated to supply power to the system on 01 aug 2023 at 9:30:21 due to the decreased voltage from the mpu and pump function was not affected. A transient no external power alarm activated on 01 aug 2023 at 9:30:24 due to the backup battery in use flag still being active despite power from the mpu being restored; the alarm resolved on its own immediately. No other notable alarms were active in the log file. The pump maintained a speed above the low speed limit throughout the log file. Additional information stated that the mpu was sent for disposal and will not be returned for evaluation. The root cause of the decreased voltages and associated alarms while connected to the mpu could not be conclusively determined through this analysis; however, the mpu being dropped in liquid could have resulted in the alarms. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. Heartmate 3 patient handbook (rev. D), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage hazard, power cable disconnect, and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. D) and heartmate 3 IFU (rev. C) under section 3 ¿powering the system¿, subsection ¿using the mobile power unit¿, explain how to use the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure, and not to rely on the controller¿s backup battery as a power source as it will only power the pump for a limited amount of time and the pump will stop. Subsection ¿switching power sources¿ explains how to switch from the mpu to batteries. Heartmate 3 IFU (rev. C) section 6 ¿patient care and management¿ and heartmate 3 patient handbook (rev. D) section 1 "introduction" state that the ¿heartmate 3 system components must be kept dry. Never expose the system controller, batteries, or mobile power unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate gogear shower bag must be used while showering to keep the system controller and batteries dry.¿ section 6 of the IFU and section 4 of the patient handbook state that the system is moisture-resistant, but not waterproof, and instruct the user to protect the external components from water or moisture. Section 7 of the patient handbook entitled ¿frequently asked questions¿ also explains the potential hazards and informs the user to call their hospital contact if the system controller gets wet or is dropped. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the mobile power unit (mpu) was dropped in a bucket filled with liquid while it was in use, plugged into the wall. Log file analysis captured a no external power alarm on 01aug2023. The data indicated the controller was not affected by this event. The mpu was exchanged and discarded.